Event description:
During a pta procedure, the nanocross balloon locked up on the wire and when the physician attempted to remove the balloon, the wire snapped. The physician used a snare to retrieve the wire and there were no negative effects to the patient.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was available.